Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient suffered cardiac arrest. The target lesion was located in the highly calcified, angulated, and tortuous left circumflex artery (lcx). A 1.50mm rotalink plus was used to treat the target lesion. During the procedure after the physician performed rotablation successfully in the left anterior descending (lad) artery, rotablation was done in the lcx . It was noted that there was resistance when tracking the burr to the lesion. One run was performed. Due to some thrombus formation the physician had to remove the entire system from the patient's body. Furthermore, it was noticed that the patient experienced cardiac arrest and other unspecified complications. The patient was given atropine and other medication along with CPR, however it was reported the patient "collapsed." No further patient complications were reported.